Event description:
Device malfunction: none. Symptoms/ae: infection, aneurysm. Time of symptoms/ae: approximately 5 months post procedure. It was reported that a physician diagnosed blood poisoning with staphylococcus at the femoral puncture site in a pt that had arteriotomy closure at the end of 2007. Additionally, an aneurysm and "neurosis of the femoral" were reported, which were treated surgically. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.